Event description:
It was reported that a malfunction occurred on the pump, identified by a malf 12 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer performed a pump reset but needed further assistance, so technical support decided to replace the pump. The customer will use mdi as a backup therapy and has been instructed on how to use the replacement pump, which will be sent along with training resources. The faulty pump will be returned to tandem within 10 days using a pre-paid label.